Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2022-04725.

Event description:
It was initially reported by the field clinical specialist (fcs), that during a transfemoral tavr procedure for a 20mm sapien 3 ultra valve, the valve position was deployed with +1cc at 90/10. It was then noted that moderate paravalvular (pvl) was visualized on a tee. The wire was pulled out and re-crossed to put the wire in the left ventricle. The commander system was used to again to post dilate. After ballooning, the patient became unstable, pressure dropped, and chest compression and epinephrine were given to stabilize the patient. A decision was made to use a second 20mm sapien 3 ultra valve, as it was being inserted into the body, it was noted that the first valve migrated into the aorta. The second valve was pulled back into the descending aorta and a decision was to move to an open procedure. After the chest was opened, the first valve migrated further back into the arch of the aorta. It was observed that the valve was "crushed" and that the wire was not through the center of the valve. The second valve was removed with sheath together as one unit and a non-edwards sheath was inserted. The first valve was snared into the descending aorta and stented. The non- edwards sheath was removed, the groin was closed, and a surgical aortic valve replacement (savr) was completed successfully. Per medical record review, the operative note states that the patient presented with severe and symptomatic aortic stenosis (as) with worsening shortness of breath and fatigue over the last few months. Under general anesthesia, the patient had a 20mm sapien 3 in the aortic position via right transfemoral approach. The tee and root aortography revealed moderate paravalvular regurgitation with otherwise normal valvular function. The decision was made to post-dilate the valve. The operative note conclusion indicated that the implant was unsuccessful with initial deployment with moderate pvl. Post dilation complication by valve embolization on attempting to deploy 2nd valve to severe aortic regurgitation (ar). The valve was snared with assistance of vascular surgery and crushed in the descending aorta with a stent graft. Due to suboptimal result with pvl, the operators felt best to proceed with open avr. On post operative day 11 the patient was discharged to a skilled nursing facility in stable condition.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A review of procedural videos/imagery/photographs was performed, and the following was observed: the balloon is inflated, and the first valve is deployed, angio after post-dilation of the first valve, second valve is crimped and positioned near the first valve in the annulus, and the first valve migrates into the aortic arch as the second valve is being positioned. The first valve appears to be "crushed". The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A lot history review was performed and revealed no other complaints relating to the complaint code. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for interventional device interacts with pre-existing implantable device was confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of DHR, lot history and complaint history did not reveal any manufacturing non-conformances that could have contributed to this case event. As reported, "the commander system was used to again to post dilate. After ballooning, the patient became unstable, pressure dropped, and chest compression and epinephrine were given to stabilize the patient. It was observed that the valve was "crushed" and that the wire was not through the center of the valve." Prior to post dilation, it was also reported, that "the wire was pulled out and re-crossed to put the wire in the left ventricle." Per imagery captured, angio confirmed that when the guidewire was re-crossed, correct guidewire placement through the valve was not achieved. As a consequence of incorrect guidewire placement, the balloon did not expand inside the valve but to the side of it. Thus, leading to the reported "crushed" valve and negative interaction with pre-existing implantable device. In this case, available information suggests procedural factors (incorrect guidewire management) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU training deficiencies were identified for these reported. Therefore, no product risk assessment (pra) nor corrective or preventive actions are required for these events.